Manufacturer narrative:
It was reported the patient was treated with an injectable steroid. This report is submitted on july 08, 2019.

Manufacturer narrative:
(B)(4).

Event description:
As per the clinic. The patient had the abutment removed and removal of skin around the abutment site because of skin overgrowth on an unknown date.